Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's daughter) reported the customer's adc blood glucose meter would not power on with button press or test strip insertion. Caller additionally reported the customer received a reading of 60 mg/dl that was lower than she felt and a reading of 300 mg/dl that was higher than she felt. Customer self-presented to an emergency room where she reportedly received an insulin injection. It is unknown when the reported treatment was administered in relation to the reported product issues. No additional information was provided by the caller as she refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.